Manufacturer narrative:
Concomitant medical products: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2008 product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2008 product type lead. Correction: the event is no longer reportable for serious injury and is only reportable for malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a battery replacement due to normal battery depletion was being done. The rep said they were able to clear some of the impedances, but a few remained that we decided to program around. The patient has been seen post-operatively and there are no issues. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was going through a revision. Prior to replacement, the impedances were checked and were satisfactory. The rep reported that they ran impedances again intra-op and electrode 13 had a red x. The rep stated that they took out the lead, wiped it down, reinserted, and the entire lead (electrodes 8-15) had red x's. The leads were then switched in the port and both leads then had red x¿s. The leads were switched back and were still reporting impedance issues. The rep was then instructed to wipe down the lead, check alignments/connection, and compare to previous impedances. There were no further complications reported or anticipated.